Event description:
It was reported by j. Ellinthorpe, an onkos sales representative, that a 68-year-old male patient with an eleos distal femur replacement underwent revision surgery due to loosening of the femoral stem. The revision too place on (B)(6) 2024 and was performed by doctor (B)(6) hospital in (B)(6) ca.

Manufacturer narrative:
The root cause of this complaint was not determined.